Event description:
A customer reported a brief issue with fluid/air exchange (fax) during a procedure. The procedure was completed with no further issues and with no impact to the pt. Additional info has been requested.

Manufacturer narrative:
Service was requested for the system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).